Event description:
Patient presented to the physician with swelling at the ipg site. On examination, an infection was determined, and the physician prescribed antibiotics. Two days later, the patient returned with persistent infection. Needle aspiration of the ipg site was performed, yielding purulent discharge. Antibiotic therapy was continued. Patient returned for a follow-up appointment with improvement and will be re-evaluated in one week.